Manufacturer narrative:
The insulin pump had a frozen display and constant tone due to a faulty component on the interface board. The keypad functioned properly. No damage was found on the keypad trace.

Event description:
The customer reported unresponsive buttons, a constant tone and frozen screen. Troubleshooting was performed, but the issues continued. Advised that the insulin pump would be replaced. Nothing further was reported.